Event description:
Additional information received indicated that surgery intervention occured wherein lead was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
Corrected data: e1 reporters name.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the penta paddle had multiple wires that had become detached from their electrodes, which would cause the reported event in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo. The lead tail for channels 1 through 8 was cut and is consistent with explant damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead was having high impedance issues when using tonic. In turn, surgical intervention may be pending to address the issue.